Manufacturer narrative:
A ge service representative performed an on site investigation. The gib coin battery was evaluated and replaced. The ffb and gib flash was also reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a 'generator error' message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.